Manufacturer narrative:
Evaluation summary: the distal tip was damaged. A number of light kinks were visible along the distal shaft . The support wire was kinked distal to the guidewire entry port . There was blood and crystallized residue visible in the inflation lumen and balloon. The device was placed in a waterbath to disperse the residue. On removal of the device from the waterbath negative prep confirmed the presence of a leak . On pressurization of the device water was observed leaking from the distal tip and guidewire entry port . Visual inspection confirmed a leak site on the inner lumen between the inner shaft markers. The inner lumen was removed. There was lead in damage on the distal side of the leak site . There was a puncture site with the shaft material protruding outwards on the inner shaft. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a physician was attempting to use one resolute integrity drug-eluting stent to treat a moderately calcified and non-tortuous mid rca lesion exhibiting 85% stenosis. There were no issues noted when removing the device from the hoop or damage noted to the device packaging. The device was inspected with no issues noted. Negative prep was not performed. The lesion was pre-dilated. During the procedure it was reported that the device did not pass through a previously deployed stent. No resistance was encountered while attempting to advance the stent and no excessive force used. It was reported that the device successfully reached the target lesion but during inflation, the balloon could not achieve inflation. When reaching 4atm the stent balloon could not be inflated any further and contrast was noted as leaking and a sudden drop to zero. The balloon was not moved or repositioned in the lesion prior to the leak. The physician had to retract the balloon leaving the partially deployed stent in the lesion. Another resolute integrity stent was inserted into the partially deployed stent and this was deployed successfully. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.